Event description:
Ed staff attempted to start an IV on a pt and when the rn attempted to push the button on the device to release the needle of the cathalon the button did not release. The rn had to remove the needle with his hands. The vendor was notified to alert them of the concern. There was no adverse effect to the pt.